Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for dystonia movement disorders. It was reported that ever since the patient had a new ins implanted they have had a return of dystonic symptoms. It was stated that the symptoms are worse than baseline. Impedance measurements were taken and the healthcare provider stated they were normal, but they were also reported to be over 6000ohms on pairs with contact 8. The healthcare provider (hcp) removed contact 8 from programming and the patient had a slight improvement. Electrode 9 was removed, but the hcp has not yet seen the patient to assess the results. The patient¿s family indicated the patient is still not getting good effective therapy. No further complications were reported or anticipated.